Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a right hemicolectomy procedure, the patient experienced an unexpected bleeding event with an estimated blood loss of 1.2-1.5 liters that resulted in the patient receiving blood products via a mass transfusion protocol. The surgeon stated they were unsure of the exact location of the bleeding event, however it was possibly a branch of the external iliac vein. The surgeon was unable to control the bleeding via a minimally invasive approach and made the clinical decision to convert the procedure to open. Pressure was held, and a vascular surgeon was consulted to repair the venous injury. Post-operatively, the patient developed a deep space infection requiring an additional surgical procedure for drainage and drain placement. The patient is currently in outpatient rehab and is planned to be discharged home in approximately one week. The surgeon stated the reported event was not due to a malfunction of a da vinci system or accessory.